Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2022-02234 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure performed on (B)(6) 2022. The implantation site was examined with eus doppler prior to deploying the stent. During the procedure, there was difficulty creating a puncture using the axios electrocautery enhanced delivery system (the subject of MFR. Report # 3005099803-2022-02234). A puncture was eventually created; however, during the attempted deployment, the stent could not be deployed. The stent was removed fully covered by the outer sheath and a second axios stent (the subject of this report) was used but the same issue occurred. The procedure was completed using another axios stent. Reportedly, there was bleeding noted at the puncture site which resolved without any treatment. In the physician's assessment, there was a relationship between the bleeding and the axios stent. The patient's condition at the conclusion of the procedure was reported to be fully recovered. Note: it was reported that the axios stent was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The stent is not indicated to be placed transgastric to stomach.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2022-02234 and 3005099803-2022-02235 for the associated device information. It was reported to boston scientific corporation on april 06, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure performed on (B)(6), 2022. The implantation site was examined with eus doppler prior to deploying the stent. During the procedure, there was difficulty creating a puncture using the axios electrocautery enhanced delivery system (the subject of MFR. Report # 3005099803-2022-02234). A puncture was eventually created; however, during the attempted deployment, the stent could not be deployed. The stent was removed fully covered by the outer sheath and a second axios stent (the subject of this report) was used but the same issue occurred. The procedure was completed using another axios stent. Reportedly, there was bleeding noted at the puncture site which resolved without any treatment. In the physician's assessment, there was a relationship between the bleeding and the axios stent. The patient's condition at the conclusion of the procedure was reported to be fully recovered. Note: it was reported that the axios stent was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The stent is not indicated to be placed transgastric to stomach.

Manufacturer narrative:
Block h6: medical device problem code a150201 captures the reportable event of stent failure to deploy transgastric to stomach. Medical device problem code a07 captures the reportable event of cautery delivers energy intermittently. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10 the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: block b5 has been corrected.